Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of vision issues with the system that contributed to internal bleeding and resulted with a conversion to traditional laparoscopic surgery, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a, annex g, annex b, annex c, and annex d. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e0506 - hemorrhage/bleeding and e1106 - liver laceration(s). Annex f updated to include f23 - unexpected medical intervention and f1901 - additional surgery. Annex a updated to include a0902 - display or visual feedback problem. Annex g updated to include g02014 - display, g0200803 - user interface, and g04051 - fan/blower. Annex b updated to include b01 - testing of actual/suspected device. Annex c updated to include c0201 - electrical/electronic component problem identified and c07 - mechanical problem identified. Annex d updated to include d1501 - cause linked to device but unable to trace more specifically.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. In addition, the following information is unknown: the estimated blood loss in relation to the ¿excessive bleeding¿ and what medical intervention was administered to control the bleeding. Isi has attempted to contact the site to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. The illuminator was returned for failure analysis and the reported failure was reproduced/confirmed. The unit was installed into a printed circuit assembly (pca) system. The unit powered up with no errors but the video image was confirmed to be dark. The fan was also observed to be making a noisy sound when starting up. It is standard hospital practice to have a laparoscopic (non-robotic) light source available in addition to the si illuminator. In this case, it is unclear if the surgical staff attempted to replace the illuminator during the reported event for troubleshooting. Also, it appears as though the customer did not contact isi technical support to attempt to troubleshoot the system issues during the reported event. The system errors and vision issue were reported to isi after the procedure had been completed. System issues are often the product of multi-component/environment interaction and can be transient in nature. In most scenarios, system issues are able to be worked through with troubleshooting measures, avoiding a procedure conversion. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue related to the illuminator. The system logs reveal that a number of system error 23 faults were generated about 43 minutes after the start of the procedure. A system error 23 is a recoverable communication fault. Furthermore, a number of recoverable faults were generated moments later. All instruments used in the case were used in subsequent procedures, with the exception of the following: suction irrigator (part #410299-03; lot #m10190414-001) which is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted splenectomy procedure, the surgeon claimed that various system issues contributed to intra-operative bleeding. In order to control the bleeding, the surgeon made the decision to convert the surgical procedure to traditional laparoscopic surgery. At this time, the following information is unknown: the cause of the bleeding and what specific medical intervention was rendered as a result.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgical staff allegedly encountered various system issues. The initial reporter claimed that although IV contrast was administered, the image would remain dark after switching to fire fly mode with the da vinci system. In addition, the initial reporter indicated that the surgical staff encountered a number of recoverable faults. At the time of the issues, the initial reporter indicated that the patient¿s liver was bleeding. Additionally, per the initial reporter, the surgeon believes the system issues contributed to the intra-operative bleed. In order to control the bleeding, the surgeon made the decision to convert the surgical procedure to traditional laparoscopic surgery. The following information is unknown: the estimated blood loss, the cause of the bleeding, and what medical intervention was specifically administered due to the bleeding. After the case was completed, the initial reporter contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. Troubleshooting was not completed. On 20-may-2020, an isi field service engineer (fse) performed a field evaluation at the site and was able to reproduce the customer reported vision issue. The fse resolved the issue by replacing the illuminator. The fse was unable to reproduce the system error issues pointing to arm #2 although the errors were verified in the system logs. The fse replaced the string pot for arm #2 to resolve the issue.